Event description:
It was reported that a cartridge change error occurred. Customer's blood glucose level was 550 mg/dl and customer was vomiting as a result. A manual injection was administered to address elevated bg. Customer declined further troubleshooting with tandem technical support regarding the reported issue; therefore, no additional information was able to be obtained.